Event description:
It was reported that the device was not functioning and the pt was having a temporal lobectomy. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator model 7425, serial (B)(4) found no significant anomalies. The setscrew grommets were cut and breached. There was foreign material in the #1 connector port. The insulation coating was scratched. A power-on-reset occurred prior to analysis. The ins output was tested at the cut end of the extension. Good stable output was observed on each electrode pair on an oscilloscope. The implantable pulse generator was functionally ok. Analysis of the extension 7489, serial (B)(4) found no significant anomalies. The extension was ok but cut through (suspected explant damage) 34cm from the proximal end. The proximal end was intact and undamaged. The distal end was not returned. Connected to the ins, output was tested at the cut end of the extension. Good, stable output was observed on each electrode pair. The extension was functionally ok.